Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer's representative (rep) and also from a healthcare professio nal (hcp). The patient mentioned that she fell in the past, 2-3 times several years ago, because her legs would occasionally give out for no reason. She also mentioned that she was in a motor vehicle accident (mva) two years previously. Additional information received from the hcp indicated that the patient¿s catheter had been dislodged from the patient¿s car accident in 2014. She stated that the patient had no withdrawal symptoms listed with the event, but had some increased pain. The patient¿s chart showed that the catheter was close to the area still and the patient was still getting relief from the system. No further action was taken regarding this event. Another supplemental report will be submitted if additional information is received.

Event description:
It was reported the patient was in pain. The patient stated the catheter tip was not in the spinal canal and it had dislodged. The patient wasn¿t sure when the catheter became dislodged. The patient had a CT scan on tuesday and the catheter was not in the spinal canal. The patient had the CT scan because they were going to do a rfa- radio frequency ablation. The day following the CT scan the hcp called the patient the next day and told the patient to come in but didn¿t tell the patient why. The patient did not got to the hcp¿s office because the patient was leaving to go out of town. The patient spoke with the hcp¿s nurse the day before the report and the nurse stated they felt it would be in the patient¿s best interest to see the implanting hcp but the patient stated they were not able to ride in the car for 2 hours because of the pain. The implanting hcp was in a different state. The patient reported going to the ER (emergency room) the last night because they were in so much pain. The patient was currently at home but stated the hcp didn¿t have rights at the hospital. The ER gave the patient fentanyl for the pain and didn¿t know who to refer the patient to. The patient had relocated to a different state for a year and had a different hcp. Per the patient the ¿hcp doesn¿t want anything to do with this.¿ the hcp¿s nurse is the one who refills the pump. The patient was in a ¿wreck¿ about 6 weeks ago and for the first 3 weeks the patient was sick to their stomach. The patient did not have the pump checked after the car wreck though the patient did notify the hcp's office on that day and they stated ¿thank you¿. The patient was traveling at the time and the hcp¿s office did not tell the patient to get the pump checked. The patient stated they were screaming they were in so much pain, the pain building gradually for the past month. The patient also reported they had fallen a couple of times lately, within this month and once the week of the report. The patient felt like they were becoming paralyzed. From the patient¿s knee to the patient¿s foot/ankle is ice cold. Per the patient their foot was turning blue. The patient stated they cannot control the pain. The patient was not hearing any alarms. The patient was not able to reach their hcp, gets a recording saying they are closed. The patient wondered if they were going to die. The patient started having withdrawal 2 days after wreck, sick to stomach, crying, nausea. The patient went for a scheduled refill at the beginning of the week and the pump was refilled. Per the patient, a little bit of drug left. Per the patient at that point they had a copy of the CT scan that the catheter was dislodged. Per the patient the pain is a 9 and the patient wants to die. The patient further stated they wanted an ER to help her, the patient wanted to be medicated so they can walk. The patient didn¿t know how they were going to make it 2 hours to see the implanting hcp. The patient also indicated they had gained 20 lbs since implant. The pump was used to deliver fentanyl and dilaudid. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information later received reported the patient was refilled on (B)(6) 2014 the expected volume was 3.2ml and the actual volume was 3.5ml. The cause of the discrepancy was reported as incorrect CT read. Repeat CT, ok.

Manufacturer narrative:
(B)(4).